Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to an unspecified product performance issue. Additional information was received stating that this lead appeared to be completely fractured, showing high out-of-range pacing impedance with no discernible signal on electrograms and unable to capture at any output. The patient had no consequences as he was not pacing dependent. No additional adverse patient effects were reported.